Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the touchscreen not responding. The touchscreen required re-calibration and the unit now functions as intended. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 07jul2009. The system monitor shipped to the customer on 09oct2009. The unit was manufactured on 09feb2009. Heartmate ii power module instructions for use revision b states if the system monitor screen does not function, contact thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that following the system monitor software upgrade, the touchscreen did not function properly. The screen of the system monitor appeared to be 90 degrees offset. When the user touched the right side of the system monitor, the top function keys were active. Repair was requested.